Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available

Event description:
It was reported the patient's blood glucose level rose to greater than 350 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (leg), causing the cannula to dislodge. Details regarding treatment were not provided.